Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the nasolabial folds with juvéderm® ultra plus xc. The patient experienced an ¿infection¿ 2 months later. The patient underwent a CT scan that showed "maxilla infection" over the right maxilla but an MRI showed that it was in the tissues. The patient is currently ¿pain-free and has no signs of infection¿ and the infection only lasted 2 months.